Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that while unpacking the device for a ureteral stenting procedure, it was noted that "the distal end of the package was ripped open, it had been damaged". The item was damaged upon removal from the box it was shipped in. It was reported that "the shipping box was not damaged, nor were the other products in it". The procedure was completed with another of the same device. No patient complications were reported as there was no patient involvement.